Manufacturer narrative:
A united states customer contacted siemens and reported observation of an elevated dimension hemoglobin a1c (hba1c) result which was discordant relative to repeat testing. Siemens reviewed the instrument data and the information provided by the customer. The customer stated that the previous a1c calibration performed prior to testing patient samples was unacceptable, as the slope and correlation coefficient results were out of specification limits; however, the failed calibration was manually accepted by the customer. Siemens reviewed the quality control (qc) data and observed that the qc results were within acceptable ranges. The customer subsequently recalibrated the a1c assay and the calibration was successful. Based on the available information, the cause of the event was consistent with user error, as the customer did not perform the a1c calibration in accordance with the operator¿s guide/IFU instructions and manually accepted a failed calibration. The issue was resolved after performing recalibration of the a1c assay. The issue was resolved by routine troubleshooting; a product problem was not identified. Customer is operational and no further actions are required.

Event description:
The customer reported observation of an elevated dimension hemoglobin a1c (hba1c) result which was discordant relative to repeat testing when using lot ga6344. The customer used an invalid calibration which resulted in above assay range result accompanied by an instrument error. The operator¿s guide/instructions for use (IFU) instructions was not followed, as the customer disregarded the error message and discordant hba1c patient sample result was reported for one (1) patient sample. The result was not questioned by the physician. The patient sample was subsequently retested on the original analyzer which yielded a lower result. The lower result was considered correct and was issued on corrected report to the physician. There were no allegations of patient harm due to the reported event.